Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient was not able to void yesterday, (B)(6) 2017, and had to go to the hospital to have their bladder emptied. They also noted experiencing pain and discomfort in their pelvic area. It was stated that they believe they have ¿swelling at the site area.¿ there were no device issues reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the patient¿s inability to void post-operation was not due to the device but rather to the mus take down; the problem was now resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.